Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found.

Event description:
It was reported that the right atrial (ra) lead had high and unstable thresholds. The sensing trends were variable with very low amplitude p-waves sensed. It was also noted that the threshold on the right ventricular (rv) lead had changed abruptly. It was discovered via chest x-ray that the rv lead was "grossly" dislodged and was unable to sense or capture. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.